Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised to address right hip pain, right hip adverse reaction to metal debris. Revision notes reported that she came to us with a cobalt from another lab, elevated to 60. Given her progressively increasing pain and increasing metal ions, we were concerned for her adverse reaction to metal debris. The gluteus medius was examined. This was found to be deficient. There was severe metallosis type reaction. The anterior 2/3 of the gluteus medius insertion was no longer present and was destroyed by the metallosis reaction. There was a large effusion. Doi: 2005 - dor: (B)(6) 2019 (right hip). (B)(4) - 2nd revision.